Event description:
It has been reported to philips that the allura system would not power on. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed a issue in flexvision pc which resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision pc, reseated the flexvision pc connections and reloaded the software. After replacement of the flexvision pc, reseating the flexvision pc connections and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.